Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was neither confirmed nor reproduced during product evaluation. The assignable cause was not identified and no repairs were performed for the reported condition. The user interface module software version is 5.04.00. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information was received from the customer elaborating on the original reported condition of "channel b is not working". The customer stated that channel b had trouble accepting the tubing and that they couldn't get the tube in channel b. The customer also stated that all other channels were working correctly. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with "channel b is not working". It is unknown when this event occurred; however, this event occurred in the intensive care unit (ICU). This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.